Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the package was opened, foreign matter which looks like silicone oil was found on the cannula,".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-31. H6: investigation summary: bd received 1 sample and 3 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The foreign matter underwent fourier-transform infrared spectroscopy (ftir) testing and the results show that the material is polystyrene. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the package was opened, foreign matter which looks like silicone oil was found on the cannula."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. The nature of the foreign matter could not be determined from the photos. If the physical sample is returned further testing can be done to try and determine the material type and its source. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device cannula. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the package was opened, foreign matter which looks like silicone oil was found on the cannula."